Manufacturer narrative:
Correction: section b1: product problem should have been blank as this was a serious injury with no product malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27673. It was reported that the patient developed a large hematoma with infection at the implant site. The origin of the infection was unknown. The patient's system was explanted and replaced. The patient was stable.